Event description:
Customer reports receiving high readings. In blood glucose tests, customer received a meter reading of 116 mg/dl compared to a lab reading of 70 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Pt was reported to have been unresponsive upon arrival. It was unk if it was due to glucose levels.